Event description:
No injury occurred to patient. While rn was drawing up insulin into vanishpoint syringe, the rn noticed orange substance in syringe. Unknown how orange substance got into the syringe. Rn placed syringe to the side and used a new syringe to pull up insulin. No substance noted in new syringe. Rn gave insulin without issue. Rn pulled insulin syringe out of service and used a new insulin syringe for patient.